Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and reloaded software. The system operates as intended.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.